Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. . The visions pv catheter was returned in two pieces. The distal section includes the distal tip, scanner body, distal shaft portion, and inner member; measuring approx. 20 cm in length. The proximal section includes a portion of the distal shaft, proximal shaft, luer, and catheter connector; measuring approx. 138 cm in length, to the end the of the working length. Visual inspection found a damaged guidewire exit port, stretched distal shaft, exposed microcables and core wire, resulting in sharp edges observed. The overall catheter length (158 cm) is above the expected working length (147.5-152.5 cm), due to the stretched distal shaft. The probable cause of the separation is damage during use/handling of the device. Manipulation, strain, impact, and forces associated with handling can affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used during a therapeutic peripheral procedure in a moderately calcified mid-popliteal. During pull back, the catheter became stuck on the non-philips guidewire, which required more effort to remove. However, the distal end of the catheter separated, and both the catheter (including the separated portion) and guidewire were removed as a system. Imaging confirmed that no device fragments were left in the patient. The procedure was completed with a new catheter. No patient injury was reported. This product problem is being submitted because the visions catheter separated. There is a potential for harm if the malfunction were to recur.